Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity and cerebral palsy. The hcp from the emergency room (ER) reported that over the last few days the patient's wife was concerned that the pump was not helping with symptoms. The patient was experiencing tachycardia and they were concerned about withdrawal. The managing doctor was not available and they would like the pump interrogated.